Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-11640, 11642. It was reported the pt no longer had stimulation and was unable to communicate with the ipg using external devices. In addition, the pt had not used the stimulation since he reported he did not have effective stimulation coverage. Follow up identified the physician planned to explant the system at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.